Event description:
(B)(4). Since I had essure implanted in me I have had irregular periods along with the most excruciating pain I have ever felt. I am unable to have regular bowel movements as well as urinate normal. My emotions fluctuate all the time, I break out in pimples my skin has developed these dark spots and most of all the pain is unbearable. It has stopped me from being me. I miss my life.